Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and fallopian tube perforation ("migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)") in a 39-year-old female patient who had essure (batch no. 20193380/654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pulmonary embolus, pedal edema, hyperlipidemia, dyspnea exertional, throbbing headache on (B)(6) 2009, migraine, photophobia, swelling abdomen on (B)(6) 2009, drug allergy, multiparous, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, backache on (B)(6) 2014, bursitis on (B)(6) 2015, coagulopathy on (B)(6) 2015, depression, diabetes mellitus on (B)(6) 2016, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, pain in hip on (B)(6) 2014, hypertension on (B)(6) 2016, knee injury on (B)(6) 2016, lupus nephritis on (B)(6) 2015, migraine on (B)(6) 2014, pneumonia, shoulder pain on (B)(6) 2014, shoulder sprain, urinary tract infection on (B)(6) 2011, galactorrhea, pelvic pain, nephritis in 2009, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, multiple caesarean sections, alcohol use, endometriosis and adenomyosis. On (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst, obstructive sleep apnea syndrome, muscle cramps, ache, colicky, deep dyspareunia, urinary urgency, dyschezia, osteoarthritis, varicose veins, sleep apnea, acid reflux (oesophageal), anxiety, anemia, lupus erythematosus, hypercholesterolemia, gerd and abdominal discomfort. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included sulfamethoxazole;trimethoprim (bactrim) for urinary tract infection as well as alprazolam (xanax), clarithromycin (macrobid), cyclophosphamide (cytoxan), duloxetine hydrochloride (cymbalta), ibuprofen (motrin), lisinopril, omeprazole, oxycodone hydrochloride (roxicodone) since 2010 and simvastatin (zocor). In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia, abdominal pain, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain . Batch number: 20193380 man date: 2009/07 exp date: 2012/07 . Batch number: 654834 man date: 2009/07 exp date: 2012/07. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet- events pelvic pain and dyspareunia were added. Incident we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and fallopian tube perforation ("migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)") in a 39-year-old female patient (gravida 4, para 2) who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included shortness of breath, pulmonary embolus, difficulty breathing, acute dyspnea, pedal edema, hyperlipidemia, slight fever, dyspnea exertional, abnormal bowel sounds, throbbing headache on (B)(6) 2009, vomiting ((2 episodes).) On (B)(6) 2009, nausea ((2 episodes).) On (B)(6) 2009, migraine, photophobia, swelling abdomen on (B)(6) 2009, cough on (B)(6) 2009, chest pain on (B)(6) 2009, pleuritic pain on (B)(6) 2009, breath sounds abnormal on (B)(6) 2009, abnormal bowel sounds on (B)(6) 2009, drug allergy, multiparous, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, backache on (B)(6) 2014, bursitis on (B)(6) 2015, chest pain on (B)(6) 2014, coagulopathy on (B)(6) 2015, depression, diabetes mellitus on (B)(6) 2016, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, pain in hip on (B)(6) 2014, hypertension on (B)(6) 2016, knee injury on (B)(6) 2016, lupus nephritis on (B)(6) 2015, migraine on (B)(6) 2014, nausea on (B)(6) 2016, pneumonia, renal disorder, shoulder pain on (B)(6) 2014, proteinuria, shoulder sprain, urinary tract infection on (B)(6) 2011, pain in lumbar spine, galactorrhea, pelvic pain, nephritis in 2009, fibromyalgia, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, chronic cough, multiple caesarean sections, alcohol use, endometriosis and adenomyosis. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, muscle spasms, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst and obstructive sleep apnea syndrome. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included co-trimoxazole (bactrim) for urinary tract infection as well as cyclophosphamide (cytoxan) and oxycodone hydrochloride (roxicodone) since 2010. In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs: essure lot numbers added. New events added: vaginal bleeding, menorrhagia, abdominal pain, fallopian tube perforation. Concomitant diseases added: obstructive sleep apnea. Concomitant drugs added: roxicodone. Hysterosalpingogram from 2010 added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and fallopian tube perforation ("migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)") in a 39-year-old female patient (gravida 4, para 2) who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included shortness of breath, pulmonary embolus, difficulty breathing, acute dyspnea, pedal edema, hyperlipidemia, slight fever, dyspnea exertional, abnormal bowel sounds, throbbing headache on (B)(6) 2009, vomiting ((2 episodes).) On (B)(6) 2009, nausea ((2 episodes).) On (B)(6) 2009, migraine, photophobia, swelling abdomen on (B)(6) 2009, cough on (B)(6) 2009, chest pain on (B)(6) 2009, pleuritic pain on (B)(6) 2009, breath sounds abnormal on (B)(6) 2009, abnormal bowel sounds on(B)(6) 2009, drug allergy, multiparous, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, backache on (B)(6) 2014, bursitis on (B)(6) 2015, chest pain on (B)(6) 2014, coagulopathy on (B)(6) 2015, depression, diabetes mellitus on(B)(6) 2016, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) -2014, headache on (B)(6) -2014, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, pain in hip on (B)(6) 2014, hypertension on (B)(6) 2016, knee injury on (B)(6) 2016, lupus nephritis on (B)(6) 2015, migraine on (B)(6) 2014, nausea on (B)(6) 2016, pneumonia, renal disorder, shoulder pain on (B)(6) 2014, proteinuria, shoulder sprain, urinary tract infection on (B)(6) 2011, pain in lumbar spine, galactorrhea, pelvic pain, nephritis in 2009, fibromyalgia, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, chronic cough, multiple caesarean sections, alcohol use, endometriosis and adenomyosis. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, muscle spasms, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst and obstructive sleep apnea syndrome. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included co-trimoxazole (bactrim) for urinary tract infection as well as cyclophosphamide (cytoxan) and oxycodone hydrochloride (roxicodone) since 2010. In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain . Batch number: 20193380 man date: 2009/07, exp date: 2012/07. Batch number: 654834 man date: 2009/07, exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and fallopian tube perforation ("migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)") in a 39-year-old female patient (gravida 4, para 2) who had essure (batch no. 20193380) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pulmonary embolus, pedal edema, hyperlipidemia, dyspnea exertional, throbbing headache on (B)(6) 2009, migraine, photophobia, swelling abdomen on (B)(6) 2009, drug allergy, multiparous, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, backache on (B)(6) 2014, bursitis on (B)(6) 2015, coagulopathy on (B)(6) 2015, depression, diabetes mellitus on (B)(6) 2016, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, hemorrhage of gastrointestinal tract, unspecified on (B)(6) -2015, pain in hip on (B)(6) 2014, hypertension on (B)(6) 2016, knee injury on (B)(6) 2016, lupus nephritis on (B)(6) 2015, migraine on (B)(6) 2014, pneumonia, shoulder pain on (B)(6) 2014, shoulder sprain, urinary tract infection on (B)(6) 2011, galactorrhea, pelvic pain, nephritis in 2009, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, multiple caesarean sections, alcohol use, endometriosis and adenomyosis. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst and obstructive sleep apnea syndrome. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included co-trimoxazole (bactrim) for urinary tract infection as well as cyclophosphamide (cytoxan) and oxycodone hydrochloride (roxicodone) since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, 3 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, vaginal haemorrhage, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: total bilateral occlusion. (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Batch number: 20193380, man date: 2009/07, exp date: 2012/07. Batch number: 654834, man date: 2009/07, exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received: reporter information updated. Event psychological or psychiatric problems condition: depression and mental anguish added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and fallopian tube perforation ('migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)') in a 39-year-old female patient who had essure (batch no. 20193380 , 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee injury on (B)(6) 2016, diabetes mellitus on (B)(6) 2016, hypertension on (B)(6) 2016, bursitis on (B)(6) 2015, coagulopathy on (B)(6) 2015, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, lupus nephritis on (B)(6) 2015, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, pain in hip on(B)(6) 2014, migraine on (B)(6) 2014, backache on (B)(6) 2014, shoulder pain on (B)(6) 2014, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, urinary tract infection on (B)(6) 2011, nephritis in 2009, swelling abdomen on (B)(6) 2009, throbbing headache on (B)(6) 2009, pulmonary embolus, pedal edema, hyperlipidemia, dyspnea exertional, migraine, photophobia, drug allergy, multiparous, depression, pneumonia, shoulder sprain, galactorrhea, pelvic pain, multiple caesarean sections, alcohol use, endometriosis, adenomyosis, shoulder pain and pain in elbow. *(B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst, obstructive sleep apnea syndrome, muscle cramps, ache, colicky, deep dyspareunia, urinary urgency, dyschezia, osteoarthritis, varicose veins, sleep apnea, acid reflux (oesophageal), anxiety, anemia, lupus erythematosus, hypercholesterolemia, gerd and abdominal discomfort. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta) for depression and anguish, sulfamethoxazole;trimethoprim (bactrim) for urinary tract infection as well as clarithromycin (macrobid), cyclophosphamide (cytoxan), ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone hydrochloride (roxicodone) since 2010, simvastatin (zocor) and sodium fluoride;xylitol (flairesse prophylaxis). In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pelvic area"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (total laparoscopic hysterectomy,excision of endometriosis). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, anxiety, depression, dyspareunia and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Insertion details-left-10, right-5 trailing loops diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 20193380 manufacture date: 2009-07 expiration date: 2012-07. Lot number: 654834 manufacture date:2009-07 expiration date: 2012-07. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and fallopian tube perforation ('migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)') in a 39-year-old female patient who had essure (batch no. 20193380 / 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee injury on (B)(6) 2016, diabetes mellitus on (B)(6) 2016, hypertension on (B)(6) 2016, bursitis on (B)(6) 2015, coagulopathy on (B)(6) 2015, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, lupus nephritis on (B)(6) 2015, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, pain in hip on (B)(6) 2014, migraine on (B)(6) 2014, backache on (B)(6) 2014, shoulder pain on (B)(6) 2014, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, urinary tract infection on (B)(6) 2011, nephritis in 2009, swelling abdomen on (B)(6) 2009, throbbing headache on (B)(6) 2009, pulmonary embolus, pedal edema, hyperlipidemia, dyspnea exertional, migraine, photophobia, drug allergy, multiparous, depression, pneumonia, shoulder sprain, galactorrhea, pelvic pain, multiple caesarean sections, alcohol use, endometriosis, adenomyosis, shoulder pain and pain in elbow. *(B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst, obstructive sleep apnea syndrome, muscle cramps, ache, colicky, deep dyspareunia, urinary urgency, dyschezia, osteoarthritis, varicose veins, sleep apnea, acid reflux (oesophageal), anxiety, anemia, lupus erythematosus, hypercholesterolemia, gerd and abdominal discomfort. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta) for depression and anguish, sulfamethoxazole;trimethoprim (bactrim) for urinary tract infection as well as clarithromycin (macrobid), cyclophosphamide (cytoxan), ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone hydrochloride (roxicodone) since 2010, simvastatin (zocor) and sodium fluoride;xylitol (flairesse prophylaxis). In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pelvic area"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (total laparoscopic hysterectomy,excision of endometriosis). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, anxiety, depression, dyspareunia and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Insertion details-left-10, right-5 trailing loops . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Batch number: 20193380 man date: 2009/07 exp date: 2012/07. Batch number: 654834 man date: 2009/07 exp date: 2012/07. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received-new reporter, lab data, medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and fallopian tube perforation ('migration of essure, device location of device: serosa around the left cornual region, perforation (fallopian tube)') in a 39-year-old female patient who had essure (batch no. 20193380/654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included knee injury on (B)(6) 2016, diabetes mellitus on (B)(6) 2016, hypertension on (B)(6) 2016, bursitis on (B)(6) 2015, coagulopathy on (B)(6) 2015, hemorrhage of gastrointestinal tract, unspecified on (B)(6) 2015, lupus nephritis on (B)(6) 2015, acute bronchitis on (B)(6) 2015, arthritis on (B)(6) 2014, avascular necrosis on (B)(6) 2014, fatigue on (B)(6) 2014, fibromyalgia on (B)(6) 2014, headache on (B)(6) 2014, pain in hip on (B)(6) 2014, migraine on (B)(6) 2014, backache on (B)(6) 2014, shoulder pain on (B)(6) 2014, nephrotic syndrome on (B)(6) 2013, obesity on (B)(6) 2013, urinary tract infection on (B)(6) 2011, nephritis in 2009, swelling abdomen on (B)(6) 2009, throbbing headache on (B)(6) 2009, pulmonary embolus, pedal edema, hyperlipidemia, dyspnea exertional, migraine, photophobia, drug allergy, multiparous, depression, pneumonia, shoulder sprain, galactorrhea, pelvic pain, multiple caesarean sections, alcohol use, endometriosis and adenomyosis. (B)(6) 2010, us transvaginal preg. Impression: right ovarian cyst. (B)(6) 2010, us renal impression: no evidence of hydronephrosis or renal stone. (B)(6) 2011, chest x-ray, two views impression: no acute disc linding. No active lung disease. (B)(6) 2011, EKG: impression(s): left parathoracic pain. Concurrent conditions included lumbo-sacral pain since (B)(6) 2010, unsteady gait, lumbar strain, adhesive tape allergy, adhesive tape allergy, sulfonamide allergy, allergic reaction to analgesics, ovarian cyst, obstructive sleep apnea syndrome, muscle cramps, ache, colicky, deep dyspareunia, urinary urgency, dyschezia, osteoarthritis, varicose veins, sleep apnea, acid reflux (oesophageal), anxiety, anemia, lupus erythematosus, hypercholesterolemia, gerd and abdominal discomfort. Family history included diabetes (mother), obsessive-compulsive disorder (father), depression and breast cancer (great aunt - in 70s). Concomitant products included alprazolam (xanax) and duloxetine hydrochloride (cymbalta) for depression and anguish, sulfamethoxazole;trimethoprim (bactrim) for urinary tract infection as well as clarithromycin (macrobid), cyclophosphamide (cytoxan), ibuprofen (motrin), lisinopril, medroxyprogesterone acetate (depo provera), omeprazole, oxycodone hydrochloride (roxicodone) since 2010, simvastatin (zocor) and sodium fluoride;xylitol (flairesse prophylaxis). In 2009, the patient experienced abdominal pain ("pan, abdominal area, intermittent to often, mild to severe at times"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain / pelvic area"). In (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/ psych injury"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain, anxiety, depression, dyspareunia and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Batch number: 20193380 man date: 2009/07 exp date: 2012/07. Batch number: 654834 man date: 2009/07 exp date: 2012/07. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event gen abnormal bleeding added. Outcome of events pain, bleeding, pregnancy, migration changed to recovered. On 9-jan-2020: processed with fu 9. No new information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.